Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016 -01573. It was reported the patient had drainage at the scs surgical site. Cultures were taken. Follow-up informatiion revealed the patient was confrimed to have an infection at the ipg and lead sites. It was noted the patient has a history of infection. As a result, the patient underwent surgical intervention on (B)(6) 2016, where her entire scs system was explatned.